Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. After crossing the lesion was a guidewire, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation but failed to cross, and so a non-boston scientific crossing catheter was used. The same 1.5mm x 20mm x 143cm coyote es balloon catheter was reintroduced. However, during the first inflation at 6 atmospheres, the balloon ruptured. After inflation with another of same device, a 2mm high-pressure balloon was used and the procedure was completed. No patient complications were reported.